Event description:
It was reported that the pod fell off from the infusion site (back) while wearing the pod between 36 and 48 hours. The patient's mother states being prescribed flonase for skin irritation from the adhesive.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if the dislodged cannula or any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4)  and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.